Event description:
The customer contact reported "the device running at full speed." At an unspecified time, the pump was programmed to deliver an unspecified concentration of nitroprusside. No specific programming parameters were provided. At approx 1430 the nurse noted that the pump, "spontaneously began to run at full speed with an accompanying 'motor sound'- would not stop event after clearing and inserting any setting- it still ran at full speed." The pt's systolic blood pressure decreased froma baseline between 130mmhg and 140mmhg to 100mmhg. The nitroprusside was discontinued. The pt was treated with unspecified hydration fluids. After the delivery was stopped, the pt's systolic blood pressure was reported to stablize. There were no adverse pt sequelae. On 03/28/06, the pt was discharged home as planned. Though requested, no additional info was provided.